Event description:
Related manufacturer reference number: 2017865-2022-05793. Related manufacturer reference number: 2017865-2022-05800. Related manufacturer reference number: 2017865-2022-05807. It was reported a patient deceased due to cardiopulmonary arrest. It was unknown if the death was related to the patient's implantable cardioverter defibrillator system.

Manufacturer narrative:
Correction - b2 - date of death should have been nov 16, 2021 rather than (B)(6), 1921.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.